Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse reproduced/confirmed the reported complaint and replaced the master tool manipulator to correct the problem. The system was tested and verified as ready for use. Isi has received the replaced component for evaluation, but the investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the analysis investigation and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: surgeon side console unavailability after start of a surgical procedure caused the procedure to be converted to another surgeon side console and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the right master tool manipulator (mtmr) was not working on the surgeon side console (ssc) ( serial# (B)(4). Intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and noted multiple error 23025 pointing to mtmr axis 2. The surgeon tried to perform a fault override then disabled the mtmr. The surgeon moved to surgeon side console 1 and completed the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on (B)(6) 2022 obtained the following additional information: it was not known if the system was functionally checked upon powering on the system. The customer confirmed there was no error when the system initially powered on and the surgeon was able to see through the high resolution stereo viewer and go into following mode.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to be reproduced, but could confirm the customer reported complaint via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. Tests were performed via dte and matlab passed. An axis 2 motor and a2 motor cable will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.